Event description:
Patient reported the head set of the infusion set on the infusion device is leaky. Patient stated there are no health problems. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.